Manufacturer narrative:
The returned device was examined. The tip had fractured off and was not returned. The complaint is confirmed. A review of the manufacturing records did not detect any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken instrument. The tip of the screw driver broke off while torquing the set screw. The backup instrument was used to complete the case. It was confirmed the surgical technique was used and the screw was removed for the set screw. There were no pieces that fell into or were retained in the patient.